Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Seat, seat frame broken. Actuator, physical damage. Actuator, mounting bracket broken. Complaint of " tilt linkage, tilt base frame and seats mounting brackets are bent and twisted" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Seat, seat frame broken. Actuator, physical damage. Actuator, mounting bracket broken. Dealer advised the tilt linkage, tilt base frame and seats mounting brackets are bent and twisted.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised the tilt linkage, tilt base frame and seats mounting brackets are bent and twisted.